Manufacturer narrative:
An event of patient-device incompatibility (endocarditis) and perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine the cause of the reported patient-device incompatibility and perivalvular leak. The patient effects of fever could not be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 229s. The final implant depth was 5.28mm at non-coronary cusp (ncc) and 6.73mm on the left coronary cusp (lcc). After the procedure, a post-implant balloon valvuloplasty done with 24mm non-abbott balloon due to mild perivalvular leak (pvl). On (B)(6) 2025, the patient had temperatures and work up for infection was done. An endocarditis was confirmed. The patient required prolonged hospitalization.